Manufacturer narrative:
No critical pump error/open book image or pump error 65 noted during testing. Device passed self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. Device communicated properly with the carelink blood glucose meter. During visual inspection, found electronic stack with moisture damage. Motor, force sensor and motor home switch also had moisture damage.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had critical pump error. Customer reported they received the open book image on the insulin pump screen. Customer stated there were another insulin pump error displayed on the screen before the open book image. Customer performed self test and after self test it went to open book image. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.